Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones or beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio vibrate issue. The customer's blood glucose level was unknown at the time of incident. Customer's mother reported the volume 5 is very low, she cannot hear difference between 1 and 5. Customer reported that the they did not hear the differences between the two audio beep volumes. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.